Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. System tested and no trouble found. The system was tested and verified as ready for use. Isi has requested that the large hem-o-lok clip applier instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history revealed a related record which was created to address the instrument return. A review of the large hem-o-lok clip applier instrument (part# 470230-12 / lot # k10211027 / sequence # (B)(4)) was performed associated with this event was last used on (B)(6) 2021 on system serial# (B)(4) with 99 uses remaining. Based on this review, the instrument was not used in subsequent procedures after the alleged event reported on this record. No image or video was provided for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint was assessed as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion e.g. Moved in an unintended way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was kicking back when opening it to apply clip. The customer called technical support and the technical service engineer (tse) had customer complete troubleshooting. Site stated they changed out the clip applier and the second one seems to be working normally. Site stated this is an ongoing issue. Customer was able to complete the procedure as planned with no reported injury. Per subsequent follow-up with the intuitive surgical, inc. (Isi) field service engineer (fse) on 12-jan-2022, additional information was received. Fse was not able to test the instrument at fault as when he went to visit the site, the instrument was going through the sterile processing. Fse was not able to replicate the issue when they tested with another instrument and it did not show any engagement issues. Fse performed a full system verification and sterile adapters were also tested with no issues. After the troubleshooting, fse spoke with the customers asking if the issue occurred with the same surgeon and the same system and the customers confirmed it was the same surgeon and same system. Isi sterile processing specialist (srs) had reached out to the site's sterile processing department to check and provide guidance on how to reprocess the instruments properly. Additional information was received from the site's nurse on 14-jan-2022, and it was reported that the instrument was in their office and will be sent back for evaluation. No further information was provided.

Manufacturer narrative:
D14 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed, and no grip misalignment was observed. No issues with manual articulation of the instrument's inputs were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No non-intuitive motion was observed. The grips clip test was performed and passed multiple times. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.